Event description:
Pfs and medical records received. This complaint is legal. After review of the medical records, the patient had a revision on (B)(6) 2013 (com (B)(4)). During the revision, a trial femoral head became disloged during reduction and migrated into the patient's pelvis. Due to the risk of knicking vessels while retrieving the femoral head, the revision was completed and then the patient was moved to the supine position. The femoral head trial was able to be retrieved through the anterior approach.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.